Event description:
Cer 2018-101133 was created for device 1 cer 2018-101134 was created for device 2 at the beginning of 2 procedures, before the usage, the insulation on top, just right before the l, was detached from the rest of the shaft. The surgeon realized the damage right after the scrub tech passed the probe. The surgeon decided to keep using the material and actually was really happy with the performance of the product during the whole tatme. The energy used was cut 45 and coag 50. Both samples were disposed after the usage.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Although the event unit was not returned, a photo was provided by the customer. Visual inspection confirmed that the tip insulation had detached from the shaft. Based on the description of the event and the photo provided by the customer, the reported event was caused by a modification to the tip of the device. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible product enhancements intended to further minimize the potential for this type of event to occur. Recall number: 2027111-12/06/18-001-r

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: tatme. (B)(4) was created for device 1. (B)(4) was created for device 2. At the beginning of 2 procedures, before the usage, the insulation on top, just right before the l, was detached from the rest of the shaft. The surgeon realized the damage right after the scrub tech passed the probe. The surgeon decided to keep using the material and actually was really happy with the performance of the product during the whole tatme. The energy used was cut 45 and coag 50. Both samples were disposed after the usage. Patient status: patient did not occur injury. Type of intervention: the surgeon decided to keep using the material.